Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device had no dislodgement of the distal end at the time of shipment. The device had no abnormalities, special adoption, or variations in manufacturing and was shipped in compliance with the specifications. It is likely that an external force applied to the distal end region led to the occurrence of this phenomenon. The instructions for use includes the following statements: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
The device was returned for repair. The issue of parts loose and falling off from the distal end were observed at inspection. Cause of this issue is not known. In addition, low angulation and a crack on the distal end rubber coating glue was observed for the device. The evaluation is still ongoing. Supplemental report(s) will be filed if any additional information becomes available.

Event description:
During an asset inspection of a loaner device, the issue of parts loose and falling off from the distal end were observed. There is no reported harm to any patient.